Manufacturer narrative:
The lot number for this device was not supplied; therefore, further review of the related manufacturing records could not be performed. The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product a supplemental report will be sent with the investigation results. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, during use in patient, this clearsight finger cuff provided incorrect blood pressure (bp) and cardiac output (co) values. They were compared with an arm cuff and also with an invasive device placed in the opposite arm where the finger cuff was placed and the values were correct. Expected values according to the patient status and if there was any error message displayed is unknown. The physiological interval status did not go up from 20secs. The patient's condition was stable and no raynaud's disease. There was no allegation of patient injury. Patient demographics information was not available.

Manufacturer narrative:
Updated section h6(component code), h6 (investigation findings) and h6 (investigations conclusions). Finally, no product was received for evaluation despite due diligent attempts. Without the return of the product, it is not possible to determine if damages or defects existed on the product, nor could a root cause or potential contributing factors be identified.

Manufacturer narrative:
Added information to section d9 and h6 (type of investigation) updated section h6 (component code), h6 (investigation findings) and h6 (investigations conclusions). Finally, the device was received for evaluation. The report of pressure value issue was not able to be confirmed. Finger cuff passed eeprom verification with expired status and patient information. The sensor was reset for pressure test. The finger cuff zeroed and sensed pressure on hemosphere monitor without any error message. Electrical testing showed that all elements such as shield, led, and photodiode of returned unit were ok. No visible damage was noticed from the returned finger cuff. The finger cuff sensor passed post-decontamination leak test. The reported malfunction could not be confirmed, however, there are manufacturing controls to avoid potential causes related to the reported malfunction, such as electrical testing.